Manufacturer narrative:
Additional information received reported that 10 additional endoanchors were implanted approximately one month post index procedure to treat the type 1a endoleak, however the endoleak did not resolve. A chevar procedure was then carried out on both renal arteries and a endurant aortic cuff was used to extend proximally to the sma to treat the endoleak. It was reported that the endoleak was much improved but not completely resolved. The patient will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 90mm abdominal aortic aneurysm. It was reported during the index procedure after the aui stent and fem- fem by pass was completed a type ia endoleak was identified. The physician re-ballooned with a reliant balloon. The physician then elected to implant 10 heli-fx endoanchors and while the endoleak improved it was not fully resolved. The procedure was completed at this time. Per the physician the cause of the endoleak was anatomy related due to an angulated infrarenal neck. No additional clinical sequelae were reported, and the patient will be monitored.